Manufacturer narrative:
H6: initial reporter phone number: (B)(6). Device evaluated by MFR. Mustang 6.0 x 60, 75cm was received for analysis. A visual examination identified that the balloon was not folded which indicates that the device was subjected to positive pressure. The returned device was attached to an encore inflation unit. Positive pressure was applied when liquid was observed to be leaking from a balloon pinhole located approximately 9mm distal of the proximal markerband. The rated burst pressure for this device is 24 atmospheres as per mustang specification. A visual examination observed no issues or damage to the tip of the device. A visual and tactile examination found no kinks or damage the shaft of the device. A visual examination observed no issues with the markerbands of the device. Both markerbands were undamaged and present on the shaft of the device.

Event description:
It was reported that balloon rupture occurred. The stenosed target lesion was located in the arm arteriovenous vessels. A 6.0 x 60, 75cm mustang balloon catheter was advanced for dilation. However, during normal inflation, the balloon ruptured. The device was completed with another of the same device. There were no patient complications reported and patient condition was stable. It was further reported that the target lesion was 60-70% stenosed, non-tortuous and mildly calcified. The balloon ruptured on the first inflation, and it was completely removed from the patient after it ruptured.

Manufacturer narrative:
H6: initial reporter phone number: (B)(6).

Event description:
It was reported that balloon rupture occurred. The stenosed target lesion was located in the arm arteriovenous vessels. A 6.0 x 60, 75cm mustang balloon catheter was advanced for dilation. However, during normal inflation, the balloon ruptured. The device was completed with another of the same device. There were no patient complications reported and patient condition was stable. It was further reported that the target lesion was 60-70% stenosed, non-tortuous and mildly calcified. The balloon ruptured on the first inflation, and it was completely removed from the patient after it ruptured.

Manufacturer narrative:
H6: initial reporter phone number: (B)(6).

Event description:
It was reported that balloon rupture occurred. The stenosed target lesion was located in the arm arteriovenous vessels. A 6.0 x 60, 75cm mustang balloon catheter was advanced for dilation. However, during normal inflation, the balloon ruptured. The device was completed with another of the same device. There were no patient complications reported and patient condition was stable.